Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard / davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2015) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with abdominal umbilical hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿a curvilinear incision was made along the superior aspect of the umbilicus through the prior incision. The hernia sac was dissected out. A small ventralex mesh was placed and secured to the fascia as an underlay. The overlying defect was closed with sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with infected mesh, wound infection, purulent fluid, scar tissue, granuloma, thereby underwent open repair with explant of ventralex st mesh. Per operative notes, ¿an incision was made along the prior infra-umbilical incision site. The umbilicus was released and the area of the granuloma was encountered. Small amount of purulent fluid was expressed. All fluid were drained from abdomen. Previously placed infected old mesh was encountered into the umbilical region, which were excised entirely. All scar tissues were taken down from abdomen. The wound was irrigated. The fascia was healthy. The defect was closed with sutures primarily.¿